Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "defect/rupture" and wanted to check whether her implants were one of the recall models. Device remains implanted.

Event description:
Patient reported left side device rupture and stated "I would like to check whether my implants are also one of the recall models". The device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : no observed. Additional observations: red particle observed on the device.

Event description:
An ultrasound diagnosed the left rupture. The device has been explanted and replaced.